Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the temporary pacemaker did not capture causing the valve to move unexpectedly upon release. The valve was too high in the annulus, resulting in severe paravalvular leak (pvl). A second valve was successfully deployed at a deeper depth in the annulus sealing the leak. No additional adverse patient effects were reported.